Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic dissection tip on the disposable was scratched when retrieved from the box. No patient involvement.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The dissection tip was returned to the factory for evaluation. A visual inspection was conducted. Sign of clinical use and no evidence of blood were observed. No visual defects were observed. An image quality inspection was conducted with an endoscopic video imaging system. There were scratches/marks observed on the right side of the image was captured. A clear image was unable to be obtained. Based on the return condition of the device, and the results of the investigation, the reported failure "scratched material; dissection tip¿ was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro plastic dissection tip on the disposable was scratched when retrieved from the box. No patient involvement.